Manufacturer narrative:
The ge service rep asked the customer to remove the laser aimer. The artifact is the mirror in the laser aimer. This is always in the field when a laser aimer is mounted to the system. No repair required.

Event description:
The customer reported that there was a large square or rectangular artifact in the middle of the image area.